Manufacturer narrative:
Patient height reported as (B)(6) centimeters. Patient ID: (B)(6). Initially it was reported that the patient fell resulting in the plate breakage. Further information was received on (B)(6) 2017 indicating the patient had not fallen before the plate breakage occurred. Additional product code: hwc. (B)(4). Product manufacture date: december 19, 2014. Part expiry date: november 30, 2023. Product manufacture location: synthes (B)(4). A review of the device history record (DHR) revealed no complaint related anomalies. The DHR shows this lot of 4.5 mm lcp proximal femur plate 12h/319 mm/left-sterile (part number 242.112s, lot number 7856150) was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the (B)(4) material device history record revealed this lot met all specifications with no non-conformances or rework noted. A product investigation was completed: one 4.5 mm lcp proximal femur plate (part 242.112, lot 7856150) was returned for investigation. The plate is broken into two pieces at the fourth combi-hole proximal to the head of the plate. There are numerous scratches and marks on the plate. The plate also exhibits some possible rust and discolorations consistent with implantation. The root cause of the complaint condition is unknown, but it is likely the plate failed due to the stress. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint condition is confirmed. The device is part of the lcp periarticular plating system and is used to fixate fractures of the proximal femur. Proper use and approved indications are detailed in the 4.5 mm lcp proximal femur plates technique guide. The relevant drawings for the device(s) were reviewed. No drawing issues or discrepancies were noted. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an open reduction internal fixation (orif) for a left femur fracture on (B)(6) 2016 due to a fall at home. It was reported that the patient was unable to get up by herself and was on the ground until her husband found her an hour later. An x-ray of the left lower extremity at that time showed an acute transverse oblique fracture through the proximal femoral diaphysis with associated overlap/fore shortening and angulation of the distal fracture fragment. Patient was implanted with the following: one 4.5 mm lcp proximal femur, four 5.0 mm locking screws, one 5.0 mm cannulated locking screw, two 7.3 mm cannulated locking screws, and four cables. No reported issues during initial surgery. During a post-operative visit on (B)(6) 2016, the patient complained of increased pain and numbness in her left hip. An x-ray taken the previous day revealed a femur fracture with a crack in the outer portion of the plate at the level of the fracture. The fixation proximally and distally remained intact. The patient was returned to the operating room on (B)(6) 2016 due to a nonunion and removal of the hardware and a revision orif with a longer plate and cables. Revision surgery was successfully completed with no surgical delay, no malfunctions, and no patient harm. The patient was discharged from the hospital on (B)(6) 2016 in stable condition. Concomitant devices: 5.0 locking screw self-tapping with t25 stardrive recess 34 mm (part 212.211, lot unknown, quantity 1), 5.0 locking screw self-tapping with t25 stardrive recess 36 mm (part 212.212, lot unknown, quantity 1), 5.0 locking screw self-tapping with t25 stardrive recess 38 mm (part 212.213, lot unknown, quantity 1), 5.0 locking screw self-tapping with t25 stardrive recess 40 mm (part 212.214, lot unknown, quantity 1), 5.0 cannulated locking screw 105 mm (part 02.205.105, lot unknown, quantity 1), 7.3 cannulated locking screw 85 mm (part 02.207.085, lot unknown, quantity 1), 7.3 cannulated screw 95 mm (part 02.207.095, lot unknown, quantity 1), 4.5 mm threaded cerclage positioning pin-sterile (part 298.803s, lot 9699809, quantity 1), 4.5 mm threaded cerclage positioning pin-sterile (part 298,803s, lot h066615, quantity 1), 1.7 mm cable with crimp 750 mm-sterile (part 298.801.01s, lot p233137, quantity 1), 1.7 mm cable with crimp 750 mm-sterile (part 298.801.01s, lot p231524, quantity 1), 4.5 mm threaded cerclage positioning pin-sterile (part 298.803s lot 7811972, quantity 1), 1.7 mm cable with crimp 750 mm-sterile (part 298,801.01s lot po77777, quantity 1), 1.7 mm cocr cable with ti crimp 750 mm-sterile (part 611.105.01s, lot p212715, quantity 1), 5.0 mm ti locking screw self-taping with t25 stardrive recess 36 mm (part 412.213, lot unknown, quantity 1), 5.0 mm ti locking screw self-taping with t25 stardrive recess 46 mm (part 412.217, lot unknown, quantity 1), 4.5 mm ti curved broad lcp® plate 13 holes/247 mm (part 426.632, lot unknown, quantity 1), 4.5 mm ti threaded cerclage positioning pin-sterile (part 498.803s, lot 7799688, quantity 1), 4.5 mm ti threaded cerclage positioning pin-sterile (part 498.803s, lot 98698158, quantity 1). This is report 1 of 1 for com-(B)(4).